Manufacturer narrative:
A specific root cause could not be determined. The customer stated that the reagent and instrument performed correctly. Since limited information was provided, an instrument issue or reagent issue could not be excluded.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 3099 miu/ml. The repeat value of 3099 miu/ml was believed to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The customer declined a service visit stating that they had been making changes to their mainframe computer system and middleware system. The customer states that the "negative" result should have never been reported. The customer believes the instrument and reagent performed correctly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.